Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new double cuff aus system was implanted. The patient did not experience any further known complications. It was further reported that there was no device malfunction associated with the explanted aus. No more information available at the moment. Should additional information become available, it will be provided.